Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an auxiliary power supply failure alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer stated that while preparing to use the ventilator, the auxiliary power supply alarm occurred, so the device could not be shut down normally. A good faith effort (gfe) response from the authorized service provider (asp) was received. The device's diagnostic report (drpt) was not provided. The asp confirmed that the device had not yet been connected to a patient at the time of the event. The asp confirmed that service had been completed on the device. It was stated that the part numbers and descriptions for any parts used in the service were asked but unknown (asku). The asp was able to confirm that the issue was resolved, the device was fully functional, and the device had been returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.